Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the surgeon felt inaccurate 5mm to the pt's right. They were using the tracker on the left side of the o-arm. This was during a cervical-thoracic fusion. The site continued with the navigation, verifying the accuracy on the screw of the spine clamp. It was in the field of view of the scan. They took another 3d spin and felt accurate. The three screws were placed too medially and were in the canal. They replaced the screws and the pt is doing fine following the case.

Manufacturer narrative:
Issue due to o-arm calibration. The system has been recalibrated since this issue and the site has not had any more issues.